Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that no light was exiting the connector face, indicating an internal connector fracture. Additionally, burn marks were observed. The reported allegations were confirmed. It is likely that the fracture within the connector occurred during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the interaction of internal connector fracture and console may have led to overheating causing the burn marks on connector face.

Event description:
It was reported that the fiber stopped working and had no output when activating the laser during the percutaneous nephrolithotomy procedure. A noise was heard from the fiber connector. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified an internal connector fracture.